Event description:
It was reported remotely via merlin.net that the patient's lifetime bi-ventricular pacing rate percentages are showing significantly lower compared to the regular check to check rates from the pacemaker in the last year. No intervention was reported. No patient consequences were reported.